Event description:
It was reported the customer had battery issues with their insulin pump. The customer reported receiving a low battery alert. It was found the customer's battery did not last for more than one week. Customer also reported receiving a failed battery test alarm and a battery out limit alarm. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Customer's insulin pump continued to alarm failed battery test at the end of troubleshooting. The customer's blood glucose was 130 mg/dl. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test and has had low battery life due to faulty lcd driver. No battery out limit noted. Battery out limit was not verified due to failed battery test. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.